Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the spoke was broke on the wheel, which confirmed the original complaint issue. However, the underlying cause could not be determined. Fields were updated accordingly.

Event description:
The dealer stated the therapist from the nursing home called the dealer to report that a spoke was broke on the right.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the therapist from the nursing home called the dealer to report that a spoke was broke on the right.